Event description:
It was reported that "on (B)(6) 2021, the patient arrived in the operating room at 11:50. When the patient¿s pipe was transferred, it was found that the PICC tube gauze was covered. The liquid was not clear. Considering that the patient¿s green channel is in serious condition, the patient should be negotiated after communicating with the shift nurse after entering the operating room, the tube was vented with saline. After the patient enters the operating room, the roving nurse immediately calls the doctor to inform the doctor to arrange the equipment on the patient. When the anaesthetist receives the patient¿s PICC tube after the ECG monitoring, the PICC tube is found to fall off, replace the PICC tube, and report the equipment adverse events."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0881 showed one other similar product complaint(s) from this lot number.